Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
While reviewing a request proposal letter it stated that the "the patient is a (B)(6) male who had osteosarcoma of his left distal femur that was treated with the guepar knee hinge system. The femoral component of the system was customized with an elongated stem. The femoral component has migrated leading to shortening of the femur and pain; " revision surgery is planned for (B)(6) 2020 the surgeon intends to revise the femoral component with a custom guepar ii distal femur that is compatible with gmrs extension pieces and stems.